Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device froze up when it was boot up. The screen lights up and then it goes blank, and a loud beep occurred until the battery was removed. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that top and bottom cases are in good condition, no visible contamination, however, the battery pack was missing. The reported problem was duplicated; the device powered up with constant alarm with no display. The investigation found that reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete and attributed this to user error, as the device was used improperly. For corrective action, the software was uploaded from the base unit (interconnect board) to the head unit (main board) by performing power point process. The firmware software was also reprogrammed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.